Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid or moisture and the insulin pump was not turning on and the customer was admitted to the hospital due to the high blood glucose level on (B)(6) 2018. Blood glucose level of the customer was 51 mmol/l when admitted to the hospital. The customer¿s blood glucose level was 8.2 mmol/l. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.